Event description:
Sorin group (B)(4) received a report that the s3 roller pump displayed an error message and stopped during set up. The pump was not used for the procedure. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) mfrs the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s3 roller pump displayed an error message and stopped during set up. The pump was not used for the procedure. There was no pt involvement. The pump was inspected by the sorin group (B)(4) svc dept. During eval, it was found that the error was caused by a problem with the motor. After replacement of the motor, the error was cleared and the pump worked properly. The investigation is ongoing. A f/u report will be sent when the investigation is complete.